Manufacturer narrative:
The cleaning, disinfection, and sterilization of the scope was performed the by the customer. The last sampling date was (B)(6) 2021. There was no patient infection. The sampling was routine. The scope was precleaned with aniosyme synergy mt detergent. Soluscope 4 was used as the automatic endoscope reprocessor (aer) along with soluscope cln detergent and soluscope paa disinfectant. The scope was stored in a typhoon storage cabinet. Maintenance was provided by olympus. The occupation of the reporter is unknown. A supplemental report will be submitted should additional information be made available. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer, the biopsy channel of the evis exera iii colonovideoscope tested positive for seven (7) colony forming units (cfus) of pseudomonas. The suction channel tested positive one (1) colony forming unit (cfu) of pseudomonas. The auxiliary channel tested positive for one (1) colony forming unit (cfu) of staphyloccus aureus. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Correction to b3, event date was (B)(6)2021. Correction to d9, product receipt date was (B)(6) 2021. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation, and to correct information provided in the initial report. The device was evaluated by olympus and no abnormalities were found that could have led to the positive culture. Multiple defects were noted during the evaluation, including a leak and peeling at the bending section cover, a chipped light guide rod lens, wrinkles in the universal cord, and the degrees of angulation were out of specification. However, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of bacterium was found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, growth of bacterium could not be confirmed. The following 'warning' is included in the device's reprocessing manual: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.